Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s first pump failed and the alarm did not go off. It reportedly took three months to determine what was wrong with the pump. The battery reportedly failed prematurely. The patient¿s current pump was noted to be working perfectly. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.